Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-jan-2017: ptc investigation result received company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced device breakage ("fracturing of the implant") and abdominal pain ("constant pain in abdomen") amongst non serious events. Three years after implantation essure was removed surgically. Both events are anticipated in the reference safety information for essure. The exact date and mechanism of device breakage is unknown. Nevertheless a considering the nature of this event a causal relationship cannot be denied (related). After essure insertion, abdominal, back, pelvic or uncharacterized pain may occur. Considering the compatible temporal relationship and the event's nature, causality of abdominal pain with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and abdominal pain ("constant pain in abdomen") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced device breakage (serious criteria medically significant and clinically significant/intervention required), abdominal pain (serious criterion medically significant), pain ("pain"), rash ("skin rash / facial rashes"), headache ("headaches"), menorrhagia ("bad periods"), fatigue ("fatigue"), malaise ("felt sick") and vertigo ("vertigo"). The patient was treated with surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the device breakage, abdominal pain, pain, rash, headache, menorrhagia, fatigue, malaise and vertigo outcome was unknown. The reporter considered device breakage, abdominal pain, pain, rash, headache, menorrhagia, fatigue, malaise and vertigo to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced device breakage ("fracturing of the implant") and abdominal pain ("constant pain in abdomen") amongst non serious events. Three years after implantation essure was removed surgically. Both events are anticipated in the reference safety information for essure. The exact date and mechanism of device breakage is unknown. Nevertheless a considering the nature of this event a causal relationship cannot be denied (related). After essure insertion, abdominal, back, pelvic or uncharacterized pain may occur. Considering the compatible temporal relationship and the event's nature, causality of abdominal pain with essure cannot be excluded. This case was regarded as incident since device removal was required (intervention required). A product technical complaint analysis is being sought further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/device fracture,') and perforation ('migration or perforation -yes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("constant pain in abdomen/abdominal pain,"), pain ("pain"), rash ("skin rash / facial rashes/skin rashes,"), headache ("headaches"), menstrual disorder ("bad periods"), fatigue ("fatigue"), malaise ("felt sick") and vertigo ("vertigo"). The patient was treated with surgery (he had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, pelvic pain, abdominal pain, pain, rash, headache, menstrual disorder, fatigue, malaise and vertigo outcome was unknown. The reporter considered abdominal pain, device breakage, fatigue, headache, malaise, menstrual disorder, pain, pelvic pain, perforation, rash and vertigo to be related to essure. The reporter commented: discrepancy noted in essure removal date:- (B)(6) 2016 and (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/device fracture,') and perforation ('migration or perforation -yes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("constant pain in abdomen/abdominal pain,"), pain ("pain"), rash ("skin rash / facial rashes/skin rashes,"), headache ("headaches"), menstrual disorder ("bad periods"), fatigue ("fatigue"), malaise ("felt sick") and vertigo ("vertigo"). The patient was treated with surgery (he had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, pelvic pain, abdominal pain, pain, rash, headache, menstrual disorder, fatigue, malaise and vertigo outcome was unknown. The reporter considered abdominal pain, device breakage, fatigue, headache, malaise, menstrual disorder, pain, pelvic pain, perforation, rash and vertigo to be related to essure. The reporter commented: discrepancy noted in essure removal date:- (B)(6) 2016 and (B)(6)2016. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: perforation nos was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/device fracture,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("constant pain in abdomen/abdominal pain,"), pain ("pain"), rash ("skin rash / facial rashes/skin rashes,"), headache ("headaches"), menstrual disorder ("bad periods"), fatigue ("fatigue"), malaise ("felt sick") and vertigo ("vertigo"). The patient was treated with surgery (he had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, abdominal pain, pain, rash, headache, menstrual disorder, fatigue, malaise and vertigo outcome was unknown. The reporter considered abdominal pain, device breakage, fatigue, headache, malaise, menstrual disorder, pain, pelvic pain, rash and vertigo to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: potential legal summons documents received, new reporter, event pelvic pain were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.